Event description:
The fse reported that the system intermittently locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable will be replaced by the customer.